Manufacturer narrative:
Device name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray (B)(4).this MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that after inserting the central line into the patient, it was very difficult to flush. The line was removed, but the attempts to flush the line were unsuccessful. The procedure was completed with a new device. No parts of the device were left inside the patient, and there were no injuries or additional procedures.